Event description:
A customer contacted baxter's (B)(4) reporting that the supply bag reportedly fell off the table and became disconnected while refilling heater during fill 5 / 5 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) to end therapy early. The hp would call the nurse about being connected when the supply bag fell and became disconnected, as well as any missed therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call with the nurse on (B)(6) 2010, it was revealed that the hp was seen in the clinic on (B)(6) 2010 and was doing fine. The nurse confirmed that hp has had no injury or harm as a result of the bag falling and disconnecting during therapy. Per nurse, hp did not report any defects on the supplies, and is continuing therapy without issues. The nurse did not have the lot number. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for a check supply line alarm due to the supply bag falling and disconnecting was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.